Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in inaccurate information being stored on arrhythmia events. The lead remains in use. No further patient complications have been reported as a result of this event.